Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A ntw (lot: 40507a2022) was chosen for implantation. Before deployment of the clip, the physician observed blood in the chamber of the clip delivery catheter. There was no leak observed and no air in device or patient observed. The procedure continued. When the lock line was removed, the physician commented the lock line had more blood on it than usual. The clip was implanted successfully, reducing mr to trace. The physician also commented that the stabilizer felt warped and tighter on back end than usual.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.